Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the bending section cover water tightness was lost. Due to deformation of the grip, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The following parts had a scratch: the connecting tube, plastic distal end cover, suction connector, the protector of the universal cord on the suction connector side, the protector of universal cord on control section side, image guide protector, scope cover, switch box, switch 1, forceps elevator, lock engagement lever, forceps elevator knob, upward/downward and left/right angulation control knobs, control unit, grip, and the bending section cover. The connecting tube had coating peeling. The adhesive around the objective and light guide lenses was peeled. Switch 4 had wear. The connecting tube had discoloration. The suction cylinder was shaved. The control unit had discoloration. The scope cover plate had peeling. The electrical connector had corrosion due to water leakage. Due to deformation of the bending tube, the connection between the bending section and connecting tube was not secured. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The paint on the suction cylinder was peeled. The connecting tube had a wrinkle. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.